Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: mach 7ffr4, michibiki. The device was not returned for evaluation. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique and accessory device support. The failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. There was no damage noted to the stent delivery system (sds) prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is possible that the stent interacted with the lesion/anatomy during the failed attempt to cross, resulting in damage to the stent. An interaction of the stent with the guiding catheter during retraction would have contributed to the difficulty removing the sds. To help ensure the reported difficulties are not related to a manufacturing deficiency, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. Return of the xience v sds and guiding catheter used may have assisted in the investigation. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. The failure to cross, stent damage and difficulty removing the sds are likely related to operational context.

Event description:
It was reported that after pre-dilatation with balloon catheters the xience v stent delivery system (sds) was not able to cross the lesion in the mid to distal right coronary artery. Vessel and lesion site were characterized as being non-tortuous, non-calcified, restenosed and concentric. The overlapping procedure could not be completed with the sds and so the device was removed. During withdrawal, resistance was met and the sds got stuck with the guiding catheter and as a result had flared proximal stent struts. Another xience v sds was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.